Event description:
The customer obtained 72 mg/dl and 276 mg/dl on the accu-chek advantage system. The customer reports an add'l comparison with results 72 mg/dl and 252 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.